Event description:
Patient had peg tubed exchanged for gastrojejunal feeding tube. Return to operating room for an egd, a retained g-tube with bumper was identified next to the j-tube creating an obstructive pattern. The retained g-tube piece was removed. FDA safety report ID# (B)(4).